Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac (technical assistance support) of the event that the cv-170 image wasn't displaying on the lmd-2110md monitor using hdmi. Customer claimed the image displayed on hdmi before, now it only displays on sdi. Customer informed that there was a dvi cable connected to dvi out in the cv-170 going to a dvi-to-hdmi adapter with an hdmi cable going into hdmi in in the lmd-2110md. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image issue (image wasn't displaying on the lmd-2110md monitor). The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.